Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0327089v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0327089v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The health care provider reported that in 2014 the patient had an MRI performed. The MRI technician did not know about the stimulator so they scanned the patient and the scan caused the stimulator to break. The wife of the patient claimed that since the MRI the stimulator did not work. No patient symptoms were reported. Indication for use was radicular pain syndrome (radiculopathies). If additional information is received a follow up report will be sent.